Event description:
It was reported by the customer that pyxis medstation es system device not turning on and found offline on rss. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by system drive issue. A field service engineer replaced the drive and setup the machine in order to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.